Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed "ok" and "up" keys have intermittent response on button press. Keypad is fully intact and was removed to investigate: evidence of keypad contamination was located under the "up","contrast", "ok" and "down" contact buttons.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2012 the patient contacted the animas corporation and reported that after getting out of a swimming pool an attempt at a bolus was made but the bolus button was unresponsive. The patient claims that all of the keypad buttons were unresponsive. The patient denied any damage to the pump. The patient denied any trauma to the pump. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.